Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2, MFR report # 1627487-2018-00479 it was reported that patient underwent a surgical revision surgery on (B)(6) 2017 due to a confirmed lead migration. Migrated leads were explanted. Patient was not implanted with new leads due to scar tissue (reference MFR report#:1627487-2018-00558) .